Event description:
At 9:00 a.m, the customer obtained blood glucose readings on three contour next link meters as 343 mg/dl, 247 mg/dl and 127 mg/dl. At the same time, the customer performed a retesting on a different meter and obtained a reading of 92 mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. There was no allegation of an adverse event. The customer was advised to return the strips for evaluation. New strips, meter and control solution were sent to the customer.